Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lavh procedure, the pad of the device fell off. The pad was recovered. Another like device was used to complete the procedure. There were no adverse consequences to the pt.